Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault alarms and one low flow flag were both confirmed via the provided log file. The controller event and the pump event log files were reviewed. The pump event log file contained data spanning 11 days (02feb2019 ¿ 13feb2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm occurred on (B)(6) 2019 from 11:12 ¿ 16:12 due to failing the load test. The loaded and unloaded voltages during the alarm were unable to be determined, as the backup battery fault alarms were only captured in the pump event log file. The controller event log file contained data spanning 1 day (12feb2019 ¿ 13feb2019 per time stamp), and therefore did not contain the backup battery fault alarms. During this event, the loaded voltage was at least 0.8 volts below the unloaded voltage, ultimately triggering the backup battery fault alarm. The alarm appeared to have self-resolved and did not prevent the system from operating at appropriate voltages and pump speeds. One low flow flag was observed in the controller event log file on (B)(6) 2019 at 17:33. The flow value did not remain low enough for a long enough time in order to trigger an alarm and was unrelated to the backup battery. No other notable events occurred between the controller event log file and the pump event log file. The backup battery (serial number unknown) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient's log noted 7 backup battery fault alarms indicating the load test fail. It was recommended to consider exchanging the controller's internal backup battery. On (B)(6) 2020 the log noted a low flow flag. This flow did not stay below the 2.5 lpm threshold long enough to trigger an audible alarm. No other unusual events were noted. Additional information was received on 02may2019. The patient had another fault that cleared after a self test of the controller. The battery was disposed and controller replaced. Per review by pi, this may be a possible external device malfunction and is being reported as requested.